Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was unable to be interrogated in the clinic with two different programmers and two different wands. This patient was in atrial fibrillation (af). A magnet was attempted over the device, and no rate change occurred. Technical services (ts) discussed this pacemaker had not battery life left. Ultimately, this pacemaker was explanted due to product performance issue and replaced with a new device which remains in service. A return request is being sent to the field. No additional adverse patient effects were reported.